Manufacturer narrative:
The investigation is ongoing. The follow up/corrective actions were that the sample was requested for investigation. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes 1 malfunction event. Non-reproducible results were generated by the cobas 6000 e 601 module. The event involved a total of 1 patient with non-reproducible results for the elecsys ca 125 ii assay. The patient age was (B)(6). The patient weight was requested, but was not provided. The patient gender was female. The patient's race was requested, but was not provided. The patient's ethnicity was requested, but was not provided.

Manufacturer narrative:
A new sample collected on (B)(6) 2019 was provided for investigation. There was no evidence of an interferent. The investigation, did not identify a product problem. The cause of the event could not be determined. According to product labeling, results from the roche elecsys ca 125 ii assay cannot be compared to other methods.